Event description:
Re philips respironics recall. I need the address to return my CPAP to philips. I lost the label. Fedex will not pick up without label. In (B)(6) 2022 approximately, I called but the people I spoke to at respironics just sent me on a 'no answer" -giving me another number that had no answer for me. I received an respironics email yesterday giving a new phone number but it's an automatic voicemail. I have everything ready to send back. I just need the address which fedex won't give me. I can't get through to a person who knows it. And now it seems like I am starting all over again. Does the FDA know the address for the return of the CPAP to philips respironics. Thank you for your time. (B)(6). Re question at end: did I report problem to respironics? I have tried but can't. I know you have more medical problems to investigate but if a person can't even get through to a company to report on a designated line, that is wrong. FDA safety report ID # (B)(4).